Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the mainboard to resolve the issue. The device then passed all testing.

Event description:
It was reported that a pulse oximeter display was missing segments. There was no patient involvement. There is no report of serious injury or death associated with this event.